Manufacturer narrative:
Device will not be returned for investigation. No evaluation will be performed. If the device or additional information becomes available, it will be submitted on a supplemental report.

Event description:
It was reported via the (B) (6) competent authority (B) (6) that during the surgery that took place at (B) (6), it was impossible to unscrew the target device from the nail, the nail being implanted. The adverse consequences reported by the customer are the following: "the nail implanted was taken out and another nail had to be implanted."